Manufacturer narrative:
The investigation determined that a non-reproducible, falsely elevated vitros tropi es result was obtained from a patient sample processed on a vitros 5600 integrated system. A definitive assignable cause for the event could not be determined. There was no indication that an instrument issue contributed to the event. The quality control in use does not adequately evaluate the performance of vitros tropi es reagent at troponin I concentrations < url (0.034 ng/ml); therefore, while it is unlikely a reagent issue was a contributing factor of the event, it cannot be completely ruled out. Finally, the investigation could not determine if the customer had processed the patient samples in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. Therefore, the effect of improper sample processing could not be ruled out as a contributing factor. The definitive assignable cause for the event is unknown.

Event description:
The customer observed a non-reproducible, higher than expected vitros tropi es result obtained from a patient sample processed on a vitros 5600 integrated system. Patient 1 tropi es: 0.416 ng/ml versus expected <0.012ng/ml. Biased results of the direction and magnitude observed may lead to inappropriate physician action if undetected. The higher than expected vitros tropi es result associated with patient 1 was reported from the laboratory. However, the result was questioned by the nurse and a corrected value was reported, without any treatment being administered interim. There was no allegation of patient harm as a result of the event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).